Event description:
It was reported that during a da vinci-assisted surgical procedure, the robotic surgery was converted to an open procedure after power was lost to the wall outlet where the da vinci system was plugged in. The issue was identified after port placement and before docking the robot. An intuitive surgical, inc. (Isi) technical support engineer (tse) assisted operating room (or) staff with identifying a defective outlet in the or. Once the cables were all moved to a known good outlet, the blue fiber cables were secured and the system was started, and there were no further issues. No other system or device malfunction was reported prior to the procedure conversion. There was no additional patient injury or harm associated with the event. It was unknown if there were any post-operative complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was contacted the customer to further investigate the reported event. The customer reconnected the systems fiber and power connections to resolve the reported issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A system log review showed communication and fiber cable-related errors.